Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a chemosafelock connecter with leakage. There was no reported patient involvement.